Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection, and the implantable cardioverter defibrillator (ICD) was noted to be eroding through the skin. Cultures were taken, and the patient was treated with antibiotics. The ICD system was explanted and a new system will be placed in the future. No further patient complications have been reported as a result of this event.